Manufacturer narrative:
E1: initial reporter phone #:(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, customer noticed poor barrier separation, fibrin, hemolysis in the samples and also obtained erroneous result on unspecified number of tubes or patients. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 22-jul-2025. Investigation summary: bd received four photos, one video and two samples for investigation. The photos and the video were visually evaluated, and hemolysis was observed, however fibrin and poor barrier separation could not be observed. Erroneous results can not be evaluated through photos or videos. Additionally, the two returned samples were visually inspected, and no abnormalities were found in the gel or additives. Similarly, a total of 100 retained samples were visually inspected, and no abnormalities were detected in the gel or additives. Complaints for sample quality for the month of june 2025 were not under statistical control therefore factors that may contribute to fibrin, poor barrier separation and hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (poor barrier separation, fibrin, hemolysis) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Also, bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-unknown) because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for hemolysis based on the photo analysis. This complaint has not been confirmed for erroneous results (accuracy), poor barrier separation, and fibrin. Corrective and preventive action has been opened to address sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, customer noticed poor barrier separation, fibrin, hemolysis in the samples and also obtained erroneous result on unspecified number of tubes or patients. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, customer noticed poor barrier separation, fibrin, hemolysis in the samples and also obtained erroneous result on unspecified number of tubes or patients. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received four photos, one video and two samples for investigation. The photos and the video were visually evaluated and hemolysis was observed. However, fibrin and poor barrier separation could not be observed. Erroneous results can not be evaluated through photos or videos. Additionally, the two returned samples were visually inspected, and no abnormalities were found in the gel or additives. Similarly, a total of 100 retained samples were visually inspected, and no abnormalities were detected in the gel or additives. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality for the month of june 2025 were not under statistical control therefore factors that may contribute to fibrin, poor barrier separation and hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure modes (poor barrier separation, fibrin, hemolysis) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Additionally, bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-unknown) because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. This complaint has been confirmed for hemolysis based on the photo analysis. This complaint unable to be confirmed for erroneous results-unknown, poor barrier separation, and fibrin. Corrective and preventive action has been opened to address sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.